Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v641090, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008; explanted: (B)(6) 2019, product type: extension. Product ID: 3387s-40, lot# v068863, implanted: (B)(6) 2008, explanted: (B)(6) 2009; product type: lead. Product ID: 3387s-40, lot# v355917, implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: lead. Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 19-oct-2013, UDI#: (B)(4); product ID: 7482a51, serial/lot #: (B)(4), ubd: 29-jan-2012, UDI#: (B)(4), product ID: 3387s-40, serial/lot #: (B)(4), ubd: 11-sep-2010, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 24-jul-2012, UDI#: (B)(4). Date of event is about 11 years ago. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor. It was reported by the patient that about 11 years ago, he had the device implanted on his right side and it had to be done 3 times. The patient said they placed the "lead" under his ear which migrated to his neck. The patient said the lead going into his brain "broke". The patient said when they replaced, they got the lead in the wrong spot. The patient said he waited a year and had the procedure done at a different hospital and they put the lead in the wrong spot. The patient said about 1-2 weeks after that he had a subdural hematoma. The patient said on (B)(6) 2019 they placed the lead then on (B)(6) 2019 they put the extensions in his neck then put in the battery. The patient said he is supposed to go back on the (B)(6) 2019 to have the device activated. They called in for information on MRI, cautery and welding, and scuba diving. They mentioned they have had 13 surgeries. No further complications were reported or anticipated with this event.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient first called in about initial poor t herapy/suspected malfunction on 11/17/2009. It was reported that on 11/16/2009 they were pulling on a gun and felt poor therapy the next day. On 12/10/2009 an xray confirmed a fractured lead. On (B)(6) 2009 there was a revision and therapy was not as effective, su spected poor location. No further contact, sought revision elsewhere. On 5/20/2008 the lead migrated and fractured while patient was crabbing. Re-implanted about (B)(6) 2009. No further surgeries at that location. Actions/interventions of the migration and fracture included the revisions on (B)(6) 2009 and the xray confirmed it on 12/10/2009. Only the lead fracture and revision addressed by their service. Patient engaged in activity (B)(6) 2009 that they suspected caused the fracture. Xray confirmed the fracture on 12/10/2009. The current status of the devices is unknown. Patient transferred care after (B)(6) 2010 to another facility/group.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider reporting that the patient underwent left vim dbs in 2008 which worked well until the intracranial lead fractured after 18 months. The lead was replaced in 2009, but was not as effective. They had the lead repositioned in 2011 but developed a left subdural hematoma several weeks later which delayed the programming. They were programmed and had achieved good right hand tremor control as of (B)(6) 2011. They were seen in 2015 due to sub-optimal stimulation. They were not able to achieve tremor control without facial tingling. The ins has been off since then. On (B)(6) 2018 complex programming by the doctor found a wide monopolar setting (c+ 1- 2-) that provided him with about 80% tremor control of the right hand. With their right hand, he was able to drink water out of a full cup without spilling and was able to print a sentence legibly. They recently went under implantation of side #2 right vim dbs in (B)(6) 2019. They have had two programming sessions so far and have about 80% tremor control of left hand so far. Per the nurse practitioner's note on (B)(6) 2014: the pper nurse practitioner's note (B)(6) on (B)(6) 2014: the patient was last seen in the dbs clinic (B)(6) 2011, 3 years ago. They had turned on his dbs (B)(6) 2011 after a series of CT scans and recovery from subdural hematoma. They had then seen him back (B)(6) 2011 and increased his v and pulse width and he had good tremor control r ue. They originally had his l vim placed at vmmc but the wire broke at the left connector site which was very low on his scalp, and they replaced it but it was suboptimal and he never got the benefits he had with the first l vim lead. They replaced the lead in 2013 due to this suboptimal benefit (the lead was lateral) and we did move it once in the or. He had a subdural hematoma 3 months later after hitting his head. As above his l vim lead was programmed by them in 2011. He said ultimately they did not help, so he has left it off most of the time. Now his rue tremor is "bad" and he has tremor with all actions. Both devices are reported to working now.